Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The customer later reported there was no concern of fluid ingress at the point of the tear above the modular cable connection. There had been no further occurrences of driveline faults. Additionally, the mpu ac power cord did not come loose at the wall outlet or the back of the unit, and there were no environmental circumstances that would have affected ac power at the time of the event. The mpu remained in use.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient presented to the emergency room with driveline power fault alarms and a frayed driveline. It was communicated that the system controller and modular cable were exchanged, and there were no further driveline power faults. The controller event log file contained events from 18oct2024 26oct2024. The device appeared to operate as intended until (B)(6)2024 at 09:18:34, when a pump stop was observed lasting approximately 3 seconds. This event had corresponding low speed advisory, low speed hazard, pump stop, low pump current and low flow fault flags. This pump stop appeared to be consistent with electrostatic discharge (esd) events. The pump had no difficulty ramping back up to speed after the pump stop event; however, driveline_power_fault alarms and pwr_a_broken and ocp_a_open flags were active for the remainder of the log file. No other notable events were captured, and the pump appeared to function as intended for the remainder of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No other relevant events have been reported at this time. The IFU and patient handbook provide information regarding electrostatic discharge and warn the user to avoid activities that could create static electricity. These documents also warn that static discharge could cause the pump to stop. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. Sections 3 and 6 of the instructions for use as well as sections 1, 3 and 4 of the patient handbooks warn that high levels of static electricity can cause the left ventricular assist device to stop, and state that patients should use battery power when not sleeping or relaxing or while performing activities that can generate static electricity. Section 6 of the IFU and section 4 of the patient handbook also provides examples of when static electricity can occur and how it can be avoided. Section 7 of the instructions for use and section 5 of the patient handbook describe all alarm conditions as well as the appropriate actions associated with them. Additionally, the testing and classification tables in appendix c of the instructions for use and section 9 of the patient handbook include electrostatic discharge information. The patient handbook instructs the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental finding: discoloration of the pump cable inline connector bend relief was observed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2024. The device appeared to operate as intended until (B)(6) 2024, when a pump stop was observed lasting approximately 3 seconds. This pump stop appears consistent with a fuse opening within the system controller. Following this event, the pump resumed operation at the set speed without issue. Driveline power fault alarms remained latched until the system controller and modular cable were exchanged. No other notable events were captured, and the pump appeared to function as intended at the set speed following the pump stop. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No other relevant events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) and patient handbook outline system controller alarms, as well as the appropriate actions associated with them. These documents warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use, rev. C and the heartmate 3 patient handbook, rev. D are currently available. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. Section 7 of the instructions for use and section 5 of the patient handbook describe all alarm conditions as well as the appropriate actions associated with them. The patient handbook instructs the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the emergency room with driveline power fault alarms and a frayed driveline. The tear was above the modular cable connection and the patient had gotten the area wet in the shower. Rescue tape was applied by medical team to the driveline. Log files were submitted for review. The event log displayed a string of power_cable_disconnect / low_power_hazard / no_external_power alarms on (B)(6) 2024 at approximately 7:59 pm and (B)(6 )2024 at approximately 9:20 am while tethered to the mobile power unit (mpu). These alarms appeared to be caused by power to the mpu being briefly interrupted. There was no interruption in pump support during the events. The event log also displayed multiple strings of driveline_power_fault / pwr_a_broken alarms beginning on (B)(6) 2024 as well as a couple transient controller_internal_fault alarms on (B)(6) 2024 at approximately 9:18am. The event log also recorded a transient string of low_speed_hazard / pump_stop events on (B)(6) 2024 at approximately 9:18am for about 4 seconds which appeared to be caused by electrostatic discharge. The pump restarted promptly as designed and functioned as intended during the events. The controller and modular cable were exchanged and log files from the new controller were sent for review. The additional log files captured routine events, and no notable alarm conditions or parameter changes. The driveline power fault alarms had not returned post modular cable and controller exchange.